Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited out of range low pacing impedance measurements, measuring less than 200 ohms on this left ventricular (lv) channel. The health care professional (hcp) had called in for magnetic resonance imaging (MRI) programming assistance and noted this impedance measurements. Technical services (ts) stated that this could be a lead integrity issue. The hcp had a non-conditional form and (B)(6) representative confirmed that MRI was successfully performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).